Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant pulled out of the bone upon final tensioning. The surgeon opted to complete the procedure using a competitive device, after drilling a new bone hole. There were no significant delays or patient complications reported as a result of this event.